Event description:
It was reported that the equipment boom in operating room 7 was leaking green hydro fluid. It was further reported to the investigator that the fluid was leaking during a case. However, the boom was situated away from the sterile field and posed no hazard of leaking near the pt. No adverse consequences were reported.

Manufacturer narrative:
No info on pt identification is available at this time. This product does not have an expiration date. This product was evaluated in the filed. Eval summary - when the boom was evaluated by the service technician, a green fluid was noticed to be dripping from the articulating motor. The cover for the motor was removed and the capacitor for the motor appeared to be severely damaged. This damaged capacitor was the source of the leak. This observation lead the investigator to identify the leaking fluid as electrolytic fluid rather than the reported "green hydro fluid." A final field assessment revealed that the capacitor had been moved from its original location which allowed the capacitor to be damaged during articulation of the boom. It is unk who moved the capacitor.